Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication was caused by the physician inserting the flexision needle too far due to a CT image to patient anatomy divergence. The physician alleged that an ion specific issue occurred. However, the ion user manual states: "use fluoroscopic visualization (fluoroscopy) when advancing tools past the tip of the catheter. Failure to use fluoroscopy during biopsy may result in patient harm." A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for system (B)(4) were not available. A review of the provided images was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: the images of the ion display show the catheter path/location is different than the planned path. The image shows the system anatomy border calculated a distance of 19mm or approximately 2cm. This event is being reported due to the following conclusion: after completion of an ion lung biopsy, the patient experienced a right lung collapse. As a result, a chest tube was placed and the patient was hospitalized for one day. Although the physician claimed that an ion specific issue occurred, the ion user manual states: "use fluoroscopic visualization (fluoroscopy) when advancing tools past the tip of the catheter. Failure to use fluoroscopy during biopsy may result in patient harm."

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a right lung collapse due to a large pneumothorax. The pneumothorax was identified via chest x-ray one hour post-procedure. A large-bore chest tube was immediately placed and a follow-up chest x-ray (90 minute post-procedure) was performed. It was noted that the pneumothorax had decreased in size 30 minutes after the chest tube was placed. The patient was admitted to the hospital for further monitoring. The patient was hypoxemic and placed on a nasal cannula. The chest tube was removed from the patient the day after the procedure and a final chest x-ray was performed (24 hour post-procedure). The x-ray showed the pneumothorax was resolved. The patient was discharged from the hospital one day post-procedure. The driving ion physician noted that the issue was "definitely related to ion." On feb-23-2021 intuitive surgical inc. (Isi) contacted the physician and the following additional information was obtained: the physician believes the issue was caused by the ion system incorrectly calculating the distance between the catheter and the target nodule. The physician reported that there was a 2cm difference between the ion calculated distance and the distance observed on the endobronchial ultrasound (ebus) image. The physician also reported using an ebus ultra-sound image during the procedure to confirm the distance to the target nodule, but the ion system told them that they were 2cm from the proximal end of the lesion. The physician said there was no malfunction of the flexision needle used.